Event description:
Caller reported a malfunction on the pump; no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur. Customer was informed they could continue using the pump and were advised to call back if any issues reoccur.